Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant product: 4194 implantable pacing lead (B)(6) 2006; 5594 implantable pacing lead (B)(6) 2004. (B)(4).

Manufacturer narrative:
Correction; product event summary continued: this device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.